Event description:
It was reported that the right ventricular lead had high impedance and was possibly fractured. A pace/sense lead had also been implanted in the right ventricle and it was oversensing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the distal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. Concomitant products : 5076 implantable pacing lead (B)(6) 2004, 3830 implantable pacing lead (B)(6) 2008. (B)(4).